Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a superior vena cava (svc) lead impedance warning due to an increase to out-of-range impedance values. The svc alerts were disabled on the right ventricular (rv) lead. It was also noted that there was an increase in thresholds for the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.